Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/17/2020. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for surgery? Cancer can additional information be provided on patient¿s anticoagulation medication? The patient was stated to have been on eliquis. What color cartridge was used? Blue load used to transect right colon, white used to transect terminal ileum, and white used for ileocolonic anastomosis. Were any difficulties experiences intraoperatively with device? General oozing was observed at staple line. How was the site of the bleeding identified? Visually, general oozing. How was it determined that the bleeding was at the anastomotic site? This was determined by a colonoscope. What is the current patient status? The patient has been discharged. The surgeon hand sews to close the common channel. He does not pulse fire. No staple formation issues noted.

Event description:
It was reported that the doctor performed a laparoscopic right colectomy on a patient on (B)(6) 2019. Shortly after the procedure, the doctor identified blood in the patient's stool. The patient became hypertensive and required two blood transfusions. The bleeding was substantial. The doctor indicated there was post operative bleeding from the anastomosis. Specific amount of blood loss was not reported. The doctor indicated the patient was on blood thinner medication but was uncertain whether the medication was taken prior to surgery or if it was administered post op. The patient did receive a colonoscopy recently, date unknown, and there was no longer bleeding identified. The patient still remains on post op in the hospital day ten.